Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient doesn't have their implantable neurostimulator (ins); the ins was not given to them so the healthcare provider (hcp) or manufacture representative (rep) have the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient¿s first implanted neurostimulator (ins) was replaced because it had flipped. This occurred in the first part of (B)(6) 2017 and was replaced in (B)(6) 2017. There were no further complications reported or anticipated.